Event description:
Megadyne (i.c. Medical) ultra vac cautery pencil would not function even following troubleshooting. Another "like" device was opened and functioned without issue. FDA safety report ID# (B)(4).